Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a representative regarding a patient receiving intrathecal morphine 20 mg/ml at 9 mg/day. A normal pump battery replacement was being performed on (B)(6) 2016, and when the hcp went into the pocket they noticed three small "pinholes" in the catheter, from which it appeared cerebrospinal fluid (csf) was leaking. The catheter was cut by the hcp, and a connector was added. The physician replaced the pump segment of the catheter and asked that it be sent in for analysis. The patient was not having any therapy issues, and they were getting good relief. The patient recovered without sequela.

Manufacturer narrative:
The catheter was received in one segment. Analysis of the catheter revealed a slice/cut on the catheter body which was not related to explant damage. Pressure testing revealed a leak in the areas between the 71 and 74.5 cm markings on the catheter. Under microscope inspection, there appeared to be slices/cuts in these areas. The slice/cut penetrated deep enough to the inner lumen. It was not possible to determine how they occurred; however, the cuts were not related to the manufacture of the catheter.